Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an angiojet pe thrombectomy set. The pump, shaft, and tip were examined it was observed the outer shaft was damaged 16cm from the manifold. Functional testing was performed by placing the device in the console. Functional testing also showed that fluid was leaking out of the damaged outer shaft. The device primed and pumped ran the pe thrombectomy device in thrombectomy mode for 40secs at 9.88kpsi. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2017-04924. Reportable based on device analysis completed on 18 may 2017. It was reported that the catheter was kinked. An angiojet® ultra pe was selected for a thrombectomy procedure in the pulmonary artery. During preparation outside the patient, it was observed that the catheter was kinked. The procedure was completed with another pe catheter successfully. There were no patient complications and the patient was stable. However, device analysis found that the outer shaft was damaged and leaking.